Event description:
(B)(4).

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device. The reported system fault 74 was confirmed through review of the device logs. The investigation determined that the system fault was triggered as designed after an unexpected restart occurred due to a completely depleted internal battery. There was no fault found with the returned device. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Manufacturer narrative:
The device was sent to the resmed service center in (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference# (B)(4).